Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip was successfully placed. Then a triclip xtw was placed successfully centrally on the septal and anterior leaflets. After the clip was deployed, a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. An additional triclip was placed on the septal and posterior leaflets. The final tr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.